Manufacturer narrative:
Further investigational follow up with physician provided the following information: an echocardiographic assessment was performed and revealed degenerated calcified leaflets (mainly the rcc) producing severe stenosis combined with moderate trans-valvular regurgitation and mild paravalvular leak (pv-leak). In addition, thrombus or pannus was not observed due to increased calcium - phosphate product and the impaired metabolic environment of the patient. It was understood that the mechanism of svd was the calcification and progressively the degeneration of bio-prosthesis; therefore, a valve in valve implant with a 23mm sapien 3 valve by tf approach was performed with no residual stenosis. At 6-month follow-up the patient was doing well. In this case, as per medical opinion, the cause of the accelerated aortic structural valve deterioration (svd) was the increased calcium-phosphate product, secondary hyperparathyroidism and excess of vitamin d as a result of the end-stage renal disease.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The valve remains implanted in the patient. In this case, per presentation, 5 years and 4 months after implant the valve was reported to be degenerated. The root cause of this event could not be determined; however, per article the patient had end-stage renal disease due to nephrotic syndrome on hemodialysis and rheumatoid arthritis on corticosteroids which may have contributed to the degeneration. There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported in a pcr london valve 2018 presentation: ¿accelerated degeneration of aortic balloon expandable bioprosthesis in a patient with end-stage kidney failure: more to follow?¿ a case of a (B)(6) female patient with severe symptomatic aortic stenosis (as) with congestive heart failure (hf), severe pulmonary hypertension (pht), moderate mitral regurgitation, end-stage renal disease due to nephrotic syndrome on hemodialysis and rheumatoid arthritis on corticosteroids. A balloon aortic valvuloplasty was performed with a sapien xt 23mm valve with relief of symptoms, improvement in functional status and tolerability of dialysis sessions without hypotension. At 64 months post tavr procedure, the patient suffers from a re-appearance of hf symptoms with the presence of severe bioprosthetic as and moderate aortic insufficiency; therefore, a valve in valve implant with a 23mm sapien 3 valve by tf approach was performed with no residual stenosis.